Event description:
During tonsillectomy/adenoidectomy procedure dr noticed a burn to right corner of lip. Dr questioned that the bovie tip was improperly seated into the bovie handle. There was no defect seen. There is a question that the bovie tip was placed by the surgeon against the lip while "bovieing". The procedure was completed without incident using same bovie tip and bovie handle. Rptr does not believe the product was unsafe.